Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during a trial implant procedure, intraoperative testing showed high impedances. The physician removed the lead and implanted a new one. The procedure was extended 15 minutes. The pt was receiving stimulation coverage.